Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-0101-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5092180. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "swelling, fluid build up, pain, hardening of breast capsule due to recalled implants."

Event description:
Patient reported via regulatory agency, "swelling, fluid build up, pain, hardening of breast capsule due to recalled implants. Cancer test pending removal." Device remains implanted. This is the left side record.